Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The sample analysis revealed the direct cause of the problem was deteriorated piston foam. The piston foam was replaced to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.